Manufacturer narrative:
Customer confirm that no product will be returned.

Event description:
Information was received that this smiths medical cadd legacy cassettes caused alarm "no disposable" on pump. It was reported that cassettes won't run on either pump. Subsequently, the patient switched to a new cassette and the alarm resolved. No clinical injury and no reported adverse effects.